Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an "error 1" message during testing. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began around (B)(6) 2015. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that about 2 months after the alleged issue started, she developed symptoms of "blurry vision, irritability, drowsiness, nausea, thirst, hunger, shakiness and felt sweaty." The patient reported being hospitalized around 4 times since (B)(6) 2015 as a result of the alleged issue and claimed she was treated with "IV saline, insulin" and "food and/or drink for low sugar." The patient claimed that blood glucose tests were performed on a laboratory and hospital device but was unable to recall the results obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for an acute complication of diabetes after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.